Manufacturer narrative:
Upon completion of the investigation of returned samples, a follow-up MDR will be submitted.

Event description:
Two liver rfa cases, two small pad burns. Both cases techs put non-thermal ice packs on pt's leg and pad. Pad temp warning was read on generator and a was very high and then very low.